Manufacturer narrative:
The device was returned to resmed for general maintenance and during evaluation, the reported power issue was observed. It was determined that the device failure to accurately detect the power source was due to a defective main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported by the resmed service center that an astral device was detecting the main power supply as an external battery. The device was not in use when the fault occurred therefore there was no patient involvement.